Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 4 years and 9 months after dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. In addition, the patient presented bone type iii, 45 ncm of primary stability was achieved and bone graft was executed.